Event description:
It was reported that report that after upgrading the console to 1.6.4, console displayed the correct software but then the rep was unable to upgrade the pi boxes. Rep reported when updating the pi box the software upgrade reached almost to 100% but then the pi box turned off. The pi box would not turn on again. This happened with both pi boxes on the console. Multiple reboots were performed with no effect. The pi boxes did not connect when docked on another machine. There was a troubleshooting performed however no response. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2414013/229292235, ubd, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: p2410443/229244576, ubd, UDI#: (B)(4) img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:there was no issues/allegation have been reported for console. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." H6:previous code d16 is no longer valid. Product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Product analysis verified 'software problem.' Unit presented with dead batteries and a defective main pcba. Fdm:b01, fdr: c02,fdc: d02 h6:previous code b17,c20,d16 are no longer valid. Product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Product analysis verified 'software problem.' Unit presented with dead batteries and a defective main pcba. Fdm:b01, fdr: c02,fdc: d02 h6:previous code b17,c20,d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the event happened during software upgrade and not a surgery. There is no allegation against the console and is working as intended.

Manufacturer narrative:
H6:previouse fdd code has been updated hence these codes a070803 and a110207 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.